Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and was causing diaphragmatic stimulation. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A slight separation was noted between the distal end of the distal anode electrode and the neck insulation. Tissue was noted entwined in the helix. Laboratory testing was unable to confirm the reported clinical observations. The lead tip and helix have no visible signs of damage which would have led to a dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.